Event description:
It was reported a patient's right ventricular (rv) and atrial leads presented with loss of capture due to dislodgment, confirmed via x-ray. Both leads were repositioned in a procedure on (B)(6) 2024. The patient was stable.